Event description:
False negative result (s). I've tested positive 3 times this week with other branded tests (what I would consider the "leading" brands) after having covid symptoms. These flowflex tests continue to give me a negative result so I have zero faith in them. I got them through insurance and hoping I can exchange them, otherwise they're all getting thrown.